Manufacturer narrative:
Correction - h6: health effect - clinical code updated to related code.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 to replace the ipg. Therapy was restored post-operatively.